Manufacturer narrative:
Request for patient information was declined.

Event description:
The customer reported the device shut down while in use due to the backup battery failing to charge . No patient harm was reported.